Event description:
It was reported that the patient had low voltage alarms while connected to battery power. The patient's battery clips were exchanged, and the alarms temporarily resolved. Elastic bands were used to secure the batteries, but the alarms persisted. The system controller was exchanged due to a finding of a kink and tear in the black power cable.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis; however, the reported event of damage to the black power cable of the controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 4 days (07apr2023 ¿ 11apr2023 per timestamp). Atypical low voltage advisory alarms were intermittently active throughout the log file. These alarms occurred due to fluctuating rsoc voltage on the black power cable while connected to battery power, which was not coincident with a power source exchange. The alarms cleared shortly after activating and pump operation was not affected by these events. There were no other notable alarms. An additional log file was submitted for review that showed events spanning approximately 3 days (14apr2023 ¿ 17apr2023 per timestamp). Atypical low voltage advisory alarms were intermittently active throughout the log file. These alarms occurred due to fluctuating rsoc voltage on the black power cable while connected to the mobile power unit and battery power. These alarms were not coincident with a power source exchange. The alarms cleared shortly after activating and pump operation was not affected by these events. There were no other notable alarms. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 14sep2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.